Event description:
Customer reported an issue with the panorama telepacks in use with the panorama central station which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Device will be returned for eval.